Event description:
A pt/user of the fmc dialysis device called tech support wanting to discuss possible draining issues. He stated he believed he had a hernia a couple months ago and looking at the data sheets he believes he has been seeing negative uf's since. He also stated he hasn't been 'feeling good', he says he feels a little full/tummy ache because the cycler does not drain 100% of fluid filled with. He provided info from his data sheet for the prior night's treatment ((B)(6) 2012). During a follow up phone call with the pt's peritoneal dialysis rn (pdrn) the nurse stated pt had a hernia repair surgery and then placed on low volume exchanges. Upon resuming the previous fill volumes pt started to encounter negative uf during treatments. The cycler was then exchanged and pt continued to have the same issues. Pt has since switched to doing manual exchanges only. The pdrn reports pt doing well with manual exchanges. Per the pdrn it was never determined whether the cycler caused the hernia but pt's issues with negative uf did not occur until after the hernia repair. There were no reported large drains or overfills prior to hernia repair. Per pd nurse, she did not know when the hernia was first diagnosed or hernia location.

Manufacturer narrative:
The liberty cycler was returned for eval; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specs. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specs. The clinical investigation indicates the reported hernia and surgery predated the complaints of drain issues and negative uf. There were no other complaints of draining, large drain, or overfills prior to this tech support call. The fmc pharmacovigilance physician concludes the pt had a pre-existing hernia prior to initiating use of ccpd. There is no report of device malfunction. The problem of negative uf continued even after replacement of cycler. Depending on the extend of the hernias, loculation of dialysate may occur, causing incomplete drains and retention of intraperitoneal dialysate, this is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.